Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter they received error 306 and the guidewire became stuck. When the catheter was first connected to the generator, they received the error 306 catheter usage exceeded. They were able to clear the error and continue with the procedure. While in use inside the body they had a "lot of resistance" with the guidewire. They removed the catheter and wire, reloaded the wire but were unable to resolve the issue. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is not expected to be returned for analysis as it was disposed of by the site.